Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported by the customer that there was no image displayed. The event occurred during the set up for a procedure involving an olympus camera head. There was no patient involvement reported.